Event description:
This complaint has been reviewed and it has been determined that the customer has alleged patient passed away. Reportable since device issue/event has or may have caused or contributed to a death.